Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-33, lot# va0mp8d, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change of therapy. The therapy had never worked since implant. A healthcare professional (hcp) later reported that the cause of the lack of therapeutic effect was determined to be due to poor lead placement by another provider. The device was removed after second setting changes provided no relief.